Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unknown results obtained on an unknown device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer experienced dry mouth and loss of consciousness and were unable to treat themselves. Ambulance was called and customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 160 mg/dl and was treated with IV insulin (dose unspecified) and sclerotherapy was provided for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.